Event description:
The patient contacted animas on (B)(6) 2012 reporting being hospitalized with low blood glucose on (B)(6) 2012. The patient reported that when she woke up in the morning she felt like she needed to urinate, but was unable to do so; the patient reported not checking her blood glucose at this time. The patient reportedly went back to sleep and was later found to be foaming at the mouth unable to be woken and ems was called. The patient was reportedly treated with glucose and transported to the hospital; her blood glucose level on admission was 3.6 mmol/l with of blurred vision and shakiness. Customer support reviewed the pump with the patient. The patient confirmed that all of the pump settings were correct. The alarm history showed a replace battery alarm at 4 am on (B)(6) 2012. The pump prime history showed that at 5:20 am the patient had primed 16 units and performed a fill cannula of .1 unit which the patient stated was related to changing the cartridge and infusion set and confirmed that she was not connected during prime. This issue is reported based on the allegation that the patient was hospitalized with hypoglycemia of unknown cause while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/06/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/16/2015 with the following findings: there was no data from the time of the reported event due to continued patient use of the device. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.